Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that during a rewind attempt insulin had squirted out of the tubing. The patient's blood glucose at the time of incident was 166 mg/dl. The customer stated that the insulin squirted out during the rewind complete screen; she believes it is due to adding more insulin into her reservoir. The customer also mentioned that there were air bubbles in the reservoir, and that she held the fill tubing a little longer in order to push the air bubbles out. The customer was advised to monitor her insulin pump and call back if further assistance was needed. No products were returned or replaced.